Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. Philips field service engineer (fse) replaced the air valve and retested the unit. After the air valve was replaced, the air valve operated correctly. Failure analysis of the returned part indicates: this customer returned blower air valve was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During annual pm, philips field service engineer (fse) noted the unit failed the air flow accuracy test. No patient or user harm was reported.